Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced continual white globes/flashes in peripheral vision. The patient stated it was so distracting and annoying. Additional information received and stated that the flashes of light in peripheral vision has been constant and relentless. To describe further, there was a streaky globe of light that flashes in peripheral vision, it doesn't matter what the light source, inside, laptop, cell phone, daylight and night time. The surgeon assured that there was nothing wrong with the lens placement. The patient had not received any medicine beyond what was prescribed post surgery. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).